Event description:
A (B)(6) j&j employee visited a customer facility and reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The previous and subsequent bis were negative. The customer depressed the bi cap after the pouch was picked up from the completed cycle. The customer was advised by the visiting jj (B)(4) representative to depress the cap before the pouch was opened. The load (1 electorode. Electrical rotation drive device for dental) could not be recalled. Was not recalled successfully. The load content is unknown. There are no reports of injury or harm from the event. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Suspect (B)(6).

Manufacturer narrative:
Correction: the initial statement has been edited for clarity: the load (1 electrode. Electrical rotation drive device for dental) could not be recalled successfully. The load content is unknown. Device available for evaluation: correction - product was returned (B)(4) 2012. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard analysis. The DHR (device history record) review demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of "suspected positive bi" demonstrates there were (B)(4) isolated/random spikes above the mean that stayed within the control limits. No significant trend was observed. Trending analysis by lot number revealed one similar incident was reported. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed and the issue is considered to have a risk of none/negligible. The cause of the suspected positive bi cannot be determined based on the information provided. Retain product was evaluated per test protocol and was found to perform in its intended manner after 72 hours of incubation. The sterrad cycle passed and was ruled out as a probable cause. The returned sample was visually examined. The chemical indicator (ci) disc was golden in color which is indicative of peroxide exposure. The prior and subsequent bis were negative for growth. Information is unavailable regarding specific device models specific model information in the load; therefore, compatibility cannot be ruled out as a contributing factor.